Manufacturer narrative:
Suspect device UDI number: (B)(4).

Event description:
A patient's device was experiencing communication difficulties while trying to implant the device. The device was unable to initialize the out current to zero prior to programming. After 5 attempts, the generator was decided not to be implanted and a back-up was used instead. The patient's new generator was interrogated and all diagnostics were within normal limits after implant. A review of the device history record for the generator not implanted was performed and the generator passed all quality and functional inspections prior to release for distribution.

Event description:
The generator that was opened and not used was returned to the manufacturer for product analysis. Analysis of the generator has not been completed to date.

Event description:
Product analysis was completed on the returned generator and verified that the generator passed all communication testing in the analysis lab. No visual anomalies were identified with the returned generator. The device performed according to all functional specifications in the product analysis lab and no abnormal performance conditions were identified.